Event description:
A cartridge alarm 20 was reported, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating no adverse impact. The customer was unable to load a new cartridge as the alarm reoccurred during the process. Technical support decided to replace the pump and provided instructions on using a new pump with updated software. The customer was informed about backup therapy and the procedures for returning the faulty pump.